Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction could not be confirmed as no images were submitted for review, and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Intermittent low flow hazard alarms were captured throughout the file when the estimated flow decreased below the low flow alarm threshold. Additionally of note, the controller periodic log file captured a gradual decrease in flow from (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft to the pump,¿ instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under ¿preimplant procedures¿ and ¿implant procedures¿ cautions the user: ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿ and ¿stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no changes to patient condition or anticoagulation status. The international normalized ratio's (inr's) leading up to the complication were all within range or only minorly subtherapeutic. Those that were below goal were treated per protocol. There were no recent changes to pump parameters 3-4 months prior to complication. Computed tomography (CT) images were unavailable. The exam was not dedicated for imaging of the coronary arteries. Calcified and noncalcified plaque within the proximal right coronary artery with mild-to-moderate luminal narrowing was seen. Calcified and noncalcified plaque within the proximal and mid left anterior descending (lad) with mild to moderate luminal narrowing. An emergent redo-sternotomy and outflow graft revision was performed. The obstruction was resolved and low flow alarms resolved. The patient's status was stable and recovered.

Event description:
It was reported that log files were submitted for review with low flow event s recorded. The patient said that around 0330 in the morning the left ventricular assist (lvad) began alarming "low flow". They went to an outside hospital that ultimately called our lvad coordinators. A total of 1.5 liters of 0.9 normal saline (ns) had been infused but upon arrival to the lvad was alarming "low flow" when the vad coordinator went into the room. The patient reported that they were recently diagnosed with rhinovirus but overall feels well. They did have some dizziness. The patient did not think they had any reduction in normal fluid intake or had an increase of diuretics. Their last international normalized ratio (inr) was therapeutic at 3.0 on (B)(6) 2025. The patient denied missing any of their medications. Overall, patient stated they feels well. On exam the patient was did not have volume overload nor elevated jugular venous pressure (jvp). The lung sounds were clear, and no radial pulses were felt. The left ventricular assist device noted in the computed tomography. 6.4 cm segment of corrugated bend relief tubing was noted. There was no evidence of material structure in the bend relief. There was biomaterial resulting in external compression with severe luminal narrowing of the outflow conduit with crescent slit like patency. The narrowing was greatest at the level of the fifth sternotomy wire mid body of the sternum. The overall length of the external compression is 55 mm. It was noted that the patient may be a candidate for covered stent therapy or surgical debridement. The distal 18 mm of the conduit does not appear to have an outer graft sleeve. Therefore, there was no compression distal 18 mm or narrowing at the distal anastomosis with the aorta. The log file trended data did not contain attributes which would lead to suspect obstruction the periodic log file data did appear to show a downward trend in the recorded flow values from (B)(6) 2025. Based on the data in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.